Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer¿s international service technician confirmed the reported pressure sensor issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no anomalies noted on the returned unit. The returned daq was install onto a known good test unit. The test ventilator was booted up into normal operation mode and delivered breaths. The power was cycled on and off and no errors were generated. The gds unit did not fail any single test value from the pressure accuracy test. The barometric pressure and the machine/proximal pressures were all within specification. The return reason could not be replicated on this subsystem. The unit was run with the failing daq for at least (2) hours and no errors occur. In service mode, the solenoid positions were manually toggled and all pressures acted according to the solenoid position. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of error code 110a (proximal pressure sensor autozero failed) in the drpt. There was no patient involvement.